Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were having issues with their stimulation and the issue began 3 or 4 days ago. Patient stated when they turned their stimulation on the stimulation was very positional. Patient noted if they were in certain positions they felt the stimulation and in other positions they didn't. Patient also noted sometimes when they coughed the stimulation would come on and then go away. Agent reviewed implant longevity. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned they met with a representative years ago when they had an issue and the representative put additional settings and adjusted their stimulation.